Event description:
Discordant, falsely low estradiol results were obtained on dilutions of one patient sample on an immulite 1000 instrument. The discordant results were not reported to the physician(s) as they did not match the patient¿s clinical history. The sample was repeated twice neat on the same instrument, resulting higher. A new sample obtained from the patient was tested neat twice on the same instrument, matching the neat results of the previous sample. The customer then performed repeat 1:3 dilutions from the original sample, which resulted higher as expected. The neat result of 1561 was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low estradiol results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc evaluated the instrument data and determined that adjustment data and quality controls were all within range. Ccc instructed the customer to run the diluent as a patient and repeat the 1:3 dilutions on the patient sample, and all results were within the expected range. Per customer's request, service was not dispatched. Upon follow-up the customer stated they are not experiencing any further issues and are reporting patient results. The cause of the discordant, falsely low estradiol results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.